Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator generated an error relevant to led (light emitting diode) alarm failure. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 15jan2019. Ventilator serial number: (B)(4). The field service engineer (fse) evaluated the device. The power overlay switch was replaced. The ventilator passed all testing and operated within he manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.